Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump battery charge value was jumping. There was no additional information provided. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply to the requests.